Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient received inappropriate shocks due to the device classifying an episode of supra ventricular tachycardia (svt) as ventricular fibrillation (vf), and the right ventricular (rv) lead exhibited t-wave oversensing (twos), contributing to the misclassification. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.